Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that out of range hv lead impedance was observed on the trends. In-clinic hv impedance measurements performed during the follow-up were in range. Lead to be monitored. Patient condition is good.